Event description:
It is reported that the patient fell and experienced a periprosthetic femur fracture. A revision surgery was completed and the stem was noted to have subsided.

Manufacturer narrative:
This report will be amended when our investigation is complete.